Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. When it was removed, the stent was found to be lifted. The procedure was completed with another of the same device,